Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 21.7 mmol/l. The customer alleged the insulin pump was under delivering insulin. Customer was assisted with troubleshooting related to high blood glucose levels. Details of what led up to event: stress due to long working hours. Patient's blood glucose at time of incident: 18.3/21.7/14.7 mmol/l. Patient's current blood glucose value (at time of call): 9.2 mmol/l. Is customer currently reporting any symptoms related to their high blood glucose?: no. Customer reports they feel okay to troubleshoot. Suggested calling health care provider and following the guidelines outlined in the instructions for use (product manual) or seek medical attention and call back to troubleshoot. Advised customer the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis reason not completed. Customer is fine now. Inquired if customer would like to stop now and contact their health care provider, or if they wish to proceed: customer response: customer is fine and busy. Was customer using the minimed 670g/770g/780g with the auto mode/smartguard feature active at time of high blood glucose event?: no. Explained the 2 high blood glucose rule. Customer is busy and doesn't have time to provide details now. Advised customer to consider changing insulin, reservoir and infusion set: customer is busy and doesn't have time to provide details now. Advised to call back for assistance. Customer is busy and doesn't have time to provide details now. Advised we may perform a follow-up attempt to obtain missing information if necessary. Customer is busy and doesn't have time to provide details now. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer is not calling back to perform an high pressure test. Explained that we have formulated these troubleshooting steps to ensure their pump is completely operational and working safely by covering common factors including infusion set, site, insulin, lifestyle, pump programming. Customer was advised that there are many other factors that may cause blood glucose to be outside of the target range. Advised that their safety and satisfaction is our primary concern. Advised medtronic diabetes stands 100% behind the safety and quality of our products. Customer wishes to continue troubleshooting. Was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high blood glucose event?: no. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high blood glucose. Found: bolus. Recent high blood glucose event began: no specific date. Customer was working 12 hours with increased her stress level, had pain in the back and legs. Infusion set was last changed prior to event: usually 4 days, explained the 2 high blood glucose rule. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible lump under delivery. Advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. Advised high blood glucose may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Does customer change site every 2/3 days per instructions for use (product manual) and center for disease control guidelines? Response: 2 times per week. Customer was advised to check insulin vial. Found: yes. Inquired if site is sore or irritated. Found: no, rotate constantly. Customer is using a cannula based infusion set. Mmt-381600 sil 23" cannula review priming/fill tubing technique. Found: as per instructions for use (product manual). Inquired if customer forgot to fill the cannula dead space after removing introducer needle. Found: as per instructions for use (product manual). Advised in order to determine if cannula is bent site must be removed from body. Customer is unable to remove/change set at this time. Inquired if there have been any changes to the pump programming recently. Found: no. Does the customer wish to check their pump programming to ensure all programming is correct and matches their health care provider's guidelines? Response: she had already checked. Explained the 2 high blood glucose rule. Advised to consider changing insulin, reservoir and infusion set. Advised if high blood glucose persist following the set change we can perform an high pressure test. Explained high pressure test and that tubing would need to be replaced following the test. Verified time/date in pump. Time/date is correct. Inquired if there have been any recent changes to the pump programming prior to the high bgs. Found: pharmacist changed basal rate while working - added 2 hours 0.375. From 12am - 2am. Adv to verify the accuracy of programming with their health care provider. Customer does use the minimed 670g/770g/780g system. Was auto mode/smartguard feature active at time of high blood glucose event?: no. Does customer wish to check basal rate settings for accuracy?: response: checked and it's accurate. Advised to confirm accuracy of basal rates. Customer reports basal rates are programmed accurately. Customer declined to check bolus wizard settings for accuracy. Inquired if customer recalls receiving any alarms since high bgs began. Found: no alarm. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Was troubleshooting based on report of under delivery?: no. Advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. Advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. If they do not have the necessary equipment to test this alarm we can send it to them. Customer declined to perform the hp test. Explained the 2 high blood glucose rule. Advised to consider changing insulin, reservoir and infusion set. Advised to call back for assistance if high blood glucose persist. Customer was advised she treated the hyperglycemia she had with boluses. She advised hyper was due to stress from long working hours. Advised customer that it's recommended to change infusion set every 2-3 days. Additional notes: customer was advised she was working a 12 hours shift, which put her under stress. She has since reduced her shift and will be working only 4 hours. Insertion locations: location: buttocks - abdomen, rarely on thigh. The insulin pump is not expected to return for analysis. Additional devices involve in incident: reservoir: 312197862. Infusion set: 312211177.